Event description:
The customer reported falsely decreased alinity I tsh results on multiple patients. Example result provided: sid (B)(6) = 0.2067 miu/ml, repeat = 1.4267miu/ml. Normal range: 0.27-0.42 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I tsh reagent lot 61173ud00 identified normal complaint activity and there are no trends for the product related to patient results. A warped cartridge resulted in out of range qc results as microparticles could not be mixed sufficiently. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency of the alinity I tsh lot 61173ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased alinity I tsh results on multiple patients. Example result provided: sid (B)(6) = 0.2067 miu/ml, repeat = 1.4267miu/ml normal range: 0.27-0.42 miu/ml no impact to patient management was reported.